Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was removed due to infection. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type:: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) reported that the infection was due to wound dehiscence at the anchor site for the peripheral lead where the suture was protruding. Only the peripheral nerve system (pns) lead was explanted. To resolve the infection the hcp used antibiotic treatment, surgical exploration, and incision and drainage (I/d) of the wound. The patient recovered without sequela. No further complications were reported or anticipated.